Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that at regular follow up the device asystole counter on the device report showed 65,535 asystoles. But when the clinician looked into the episode log no asystole events were recorded. The device remains in use. No patient complications have been reported as a result of this event.